Event description:
It was reported that the lead dislodged at some point post operatively. The physician attempted to reposition the lead but was unsuccessful due to the patient's difficult anatomy. The lead was explanted and the patient will be referred for an epicardial lead implant. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, all conductors had blood/body fluid (not obstructed) and the distal conductor had blood/body fluid (not obstructed).